Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Device evaluated by MFR: not returned to manufacturer. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited loss of capture and sensing. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. Patient was stable and discharged.